Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the 2.25 pedicle probe was bent in sterile processing. There was no patient present when this issue was identified.

Manufacturer narrative:
The instrument was returned for analysis. Functional testing found that the instrument was damaged. If information is provided in the future, a supplemental report will be issued.